Manufacturer narrative:
This product is manufactured in the u.s. But is not marketed in the u.s. Device evaluated by manufacturer? No - lens remains implanted. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 13.7mm vicm513.7 implantable collamer lens, -4.0 diopter, in the patient's right eye (od) on (B)(6) 2016. The lens was reported as having an excessive vault. The lens was planned to exchange for a shorter lens.

Manufacturer narrative:
Additional information was received. The reporter stated the lens was explanted on (B)(6) 2016 and exchanged for a shorter lens. This exchange resolved the problem. On (B)(6) 2016, the patient's post-op visual acuity was 20/20. Work order search: one similar complaint was reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found haptic broken and the presence of foreign material on the lens surface. (B)(4).